Event description:
A surgeon reported an intraocular lens (iol) exchange due to an unexpected post operative outcome. Add'l info has been requested.

Manufacturer narrative:
The lens was returned in a lens case for a 20 diopter power lens. Product info for the complaint lens was written on the lens case base, as an 18.5 diopter power. Results from the product history record review indicated the product met release criteria. The root cause for the reported issue could not be determined by the product eval. The focal length and resolution were within specifications. Due to the presence of surgical solution, the observed damage is most likely related to customer handling. There were no other complaints reported for this lot number. (B)(4).